Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues revealed that the patient was overriding dosage recommended by the bolus calculator feature. Troubleshooting session did not identify any malfunction of the pump. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia due to a use error in that the user was not following recommendation by the bolus calculator feature.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus calculation issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range found that the total daily delivery reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Audio and normal bolus were executed and recorded correctly. The pump delivery accuracy was within specifications. Bolus values were calculated manually based on blood glucose and carbohydrate values. The manual calculations matched the pump calculated values. (B)(4).